Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy and partial pancreatectomy procedure, used (B)(4), (B)(4), and (B)(4); the cutter stapled just half the reloads; the rest fell out. Tried another few reloads and the same happened as well. They used lots of reloads, but still the same cutter could complete procedure like this.